Event description:
It was reported that: "patella clamp would not stay fully engaged when clamped down, ratchet not engaging when fully compressed."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.